Event description:
Please note it is documented that this event resulted in prolonged stay for the patient. The exact time of the prolonged stay is not available. Respiratory tech said the pmax setting was set to 30 and the tidal volume (vg) was set to 6.3. The pip measured was only reading 9; this baby had been measuring pip's significantly higher than 9. The tidal volume was however being reached, which is where we're concerned. The baby was initiating breaths on her own, however, the pressure waveform was very low. The infant was desaturating and retracting. When the rt gave manual breaths, the vent did deliver the pmax. Without those manual breaths, the pip was considerably lower. The rt and md attempted to change the vent modes unsuccessfully, so they changed the vent out. The baby's saturations came up and her retractions stopped once the new vent was put into use. From the biomed, we have contacted the vendor and we will send the documentation of the service record. Manufacturer response for ventilator, babylog n500 (per site reporter: we have contacted the vendor and we will send the documentation of the service record. He will be in wednesday or thursday of this week.